Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for "service required" alarm conditions. The device's system board and machine flow sensor were replaced to address the issues. During final testing of the device at the manufacturer's service center, the device failed test steps. The device's system board needs to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high priority alarm condition. The ventilator was returned to the manufacturer for evaluation and a service required alarm condition was observed. The machine flow sensor and system board were replaced to address the issue. The device had evidence of water ingress.